Event description:
Procedure: lap chole. According to the reporter: it was difficult to introduce the device through the port. Once inserted, removal of the device was not possible. Both the device and the trocar had to be removed from the patient. An attempt to disconnect the trocar and the device outside of the patient resulted in the handle breaking.

Manufacturer narrative:
(B)(4).